Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2017. One used ls1500 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was used multiple times on simulated tissue, and no button sticking or self activation was observed. When activated, all seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications.

Event description:
The customer reported that during a laparoscopic gastric bypass, the activation button of the device was sticking. Another device of the same type was used to continue the procedure. No patient injury occurred or medical intervention required.

Manufacturer narrative:
Evaluation summary: one ls1500 was received and evaluation of the returned device could not confirm the reported condition. Visual inspection found eschar in the knife track and scratches on jaw's seal plate. The device was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The activation button did not stick. The alleged incident could not be duplicated. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.